Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they experienced an adverse event where ems (emergency medical service) arrived at the home due to their diabetes. Blood glucose levels, symptoms and treatment were not provided. The patient stated that they did not want to provide details about the event.